Manufacturer narrative:
Conclusion: there is no allegation or indication of the failure of any fresenius product to meet the users' expectations for quality and/or performance. If additional information becomes available, the file will be re-evaluated accordingly. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient was hospitalized due to sepsis. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the pd patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 due to sepsis as a result of previous wounds. Additional information and medical records were requested.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient was hospitalized due to sepsis. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the pd patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 due to sepsis as a result of previous wounds. Additional information and medical records were requested.